Event description:
Per the audiologist, results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The patient's device was explanted four days later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.